Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) was part of a debridement procedure due to infection. There were no additional adverse patient effects reported. The s-ICD remains in service.